Event description:
Information received by medtronic indicated that the insulin pump¿s retainer ring had came off completely. Reservoir was able to lock in place. Customer stated they had a failed sensor. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = missing. Customer returned device for alleged sensor updating, cosmetic damage located at the retainer ring found on (B)(6), 2022. Unable to perform displacement test due to missing retainer ring. Device failed to pass the self test due to hardware low level failures alarm occurring during testing. Test p-cap locks properly into the reservoir compartment. Device communicated and calibrated properly with test sensor. No sensor updating anomaly/ sg not available noted during testing. Device was monitored with sensor and no lost connection noted during testing. Device was cut open to perform visual inspection and there is evidence of moisture damage found on the electronic assembly & force sensor. Unit was successfully downloaded using thus. Hardware low level failures alarm (variable 03) occurred on (B)(6), 2022 06:48 am esf# na, file# 37, line#367 in history file. The following were noted during visual inspection: scratched case, battery tube threads cracked, cracked keypad overlay, overlay scratched, stained keypad overlay, missing o-ring (reservoir tube), cracked reservoir tube lip, pillowing keypad overlay, cracked belt clip rails, cracked case (battery tube), broken belt clip rails, detached retainer, serial number label missing, keypad overlay texture damage. Unable to properly attach p-cap due missing retainer ring. Sensor updating/sg not available is not confirmed. Cosmetic damage is confirmed at retainer ring. Hardware low level failures alarm is confirmed due to cracked soldered joint at u1 (pin 01). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.